Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2015. The replacement generator was tested with the existing lead and system diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The lead was not replaced during the procedure. The explanted generator has been returned to the manufacturer where analysis is currently underway. The high impedance event was reported in manufacturer report # 1644487-2015-03916.

Manufacturer narrative:
Manufacturer device history records were reviewed. The generator manufacturer device history records were reviewed and found all quality specifications were met prior to distribution.

Event description:
It was reported that the vns patient¿s device was unable to deliver its intended therapy. Lead impedance was within normal limits and the device showed a non-ifi condition. The patient¿s device was originally programmed to an output current of 3.25ma. After the device showed output current ¿ limit, the device output current was reduced to 2.75ma. The maximum output current the device was able deliver was 1.5ma. The patient had been experiencing an increase in seizures. The physician believed that the device was not functioning properly so he referred the patient for surgery. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The generator and lead manufacturer device history records were reviewed and found all quality specifications were met prior to distribution.

Event description:
Additional information was received stating that the patient's lead was replaced (B)(6) 2015. The lead analysis is being captured in manufacturer report # 1644487-2015-03916. Analysis on the explanted generator was completed. The device output signal was monitored for more than twenty-four hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The battery, 2.933 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.